Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported two 511sd trocar gasket tore upon inspection of the ten millimeter laparoscope (camera port). There was no consequence to the pt.